Manufacturer narrative:
Vyaire medical file identification: (B)(4). The equipment was received in vyaire facility for evaluation. The event trace was downloaded and being reviewed. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported very fluctuating volumes on the revel ventilator. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: the vyaire failure analysis laboratory received the suspected device and performed a failure investigation. The reported issue could not be duplicated. The device passed all testing and meets factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 of additional information becomes available.